Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2. Corrected fields - h6(component codes), h11.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter name, the initial reporter's name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill error. The event occurred before connecting the device to the patient. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse reproduced the helium cylinder. The fse replaced the cable reel after finding that it couldn't be locked. All functional and safety checks were performed to meet factory specifications.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
N/a.